Event description:
Pre-procedure check list was completed by patient. Three different staff verified the non-metal questionnaire and patient denied any metal or device. Patient was assisted to MRI table and exam was begun. Patient was not able to complete the exam due to claustrophobia. It was discovered that the patient entered the room with the insulin pump. The pump was immediately removed from the patient and patient was instructed to contact the manufacturer and not to use the insulin pump until verification of appropriate function by manufacturer. Was also instructed to contact her physician. No damage to MRI- insulin pump was damaged and not functional.